Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after 3 months of support on the lvad, the patient was experiencing elevated lactate dehydrogenase (ldh) but no other signs of hemolysis.

Manufacturer narrative:
The patient continues on lvad support and is being monitored by the hospital for the elevated ldh levels. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The patient remains on vad support. A correlation between the device and the reported hemolysis could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.